Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported that the ins was in overdischarge. The rep said the patient¿s family threw away the patient programmer and recharging system approximately 3 years ago, and the ins had been in an overdischarged state since that time. The rep stated that it was unclear how many times the ins had been over discharged in the past. The rep attempted a physician mode recharge but was unable to recover the ins. It was noted that the issue was not resolved at the time of the report but surgical intervention had been planned. No symptoms were reported. No further complications were reported/anticipated.